Event description:
During the surgery, a screw passed through a collet damaging the collet. The surgery continued normally with the use of an additional collet which is provided in the instrument case. No adverse effects to the patient were reported.

Manufacturer narrative:
Device was not returned to the manufacturer; therefore, no method, results or conclusions could be determined.